Event description:
The sales representative reported on behalf of the customer that the device, yrc03, rc all-suture anchor with hi-fi sutures, was being used during a arthroscopic rotator cuff repair procedure on (B)(6) 2024 when it was reported, ¿during a rotator cuff repair: after inserting the anchor the surgeon notice that a tip of the metal anchor inserter is missing. The surgeon finds the metal tip and can retrieve it out of the joint." There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with a 10-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of implants are important considerations in the successful utilization of these devices. Surgeon must choose proper implant size based on specific procedure and patient history. Inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instruments after use to ensure they have not been damaged. Instruments are designed for use by surgeons experienced in the appropriate specialized procedures. It is the responsibility of the surgeon to become familiar with the proper techniques for use. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, yrc03, rc all-suture anchor with hi-fi sutures, was being used during a arthroscopic rotator cuff repair procedure on (B)(6) 2024 when it was reported, ¿during a rotator cuff repair: after inserting the anchor the surgeon notice that a tip of the metal anchor inserter is missing. The surgeon finds the metal tip and can retrieve it out of the joint." There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with a 10-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.